Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. There was no damage noted to the device prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely during removal of the stent delivery system (sds) the filter wire was pulled back causing the filter to be captured inside the tip of the stent delivery system. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. The xact stent referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion located in the left internal carotid artery. The emboshield device was advanced past the lesion. Pre-dilatation was performed prior to stenting with an xact stent. During retraction of the stent delivery system (sds) the sds stuck to the filter wire which resulted in the filter being captured inside the tip of the stent delivery system. The sds and the filter were withdrawn together from the anatomy. A new unspecified filter was advanced and post-dilatation was performed on the deployed stent without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.